Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Functional and battery testing was performed and nothing was found that could have caused or contributed to the problem. The damaged latch roller was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.